Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging multiple respiratory symptoms, the patient stated that starting about six months after receiving this device, started having headaches, runny nose, chest tightness and high blood pressure. The patient had to be hospitalized for high pressure. The patient was in the hospital for a week due to blood pressure issues. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged multiple respiratory symptoms, the patient stated that starting about six months after receiving this device, started having headaches, runny nose, chest tightness and high blood pressure. The patient had to be hospitalized for high pressure. The patient was in the hospital for a week due to blood pressure issues. The dreamstation auto CPAP was returned to the manufacturer for investigation. The device was applied power and verified airflow. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. An internal and external investigation of the device was completed by the manufacturer and found modem accessory door panel and sd card accessory door panel were missing, two screws for the top enclosure were missing, slight dust-like contamination was in the air outlet port, white, light brown and black (inconsistent with degraded sound abatement foam) dust-like contamination and hairs/fibers at the air inlet of the blower box, fine gray dust-like contamination was on the inside of the ui panel and on top of the blower box, in the bottom enclosure, and on the inside of the rear panel. There was oxidation discoloring on the bluetooth trace antenna on the pca which is an anticipated occurrence. Slight dust-like contamination on the blower motor and in the blower motor and the blower motor seal. Potential corrosion on the blower motor brass nut. Blower motor had potential mineral deposit stains on the outside bottom of it and on the inside of it, indicating potential water ingress. Dust-like contamination and tiny hairs/fibers in the blower box. Dead 2-winged insect was found in the blower box. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer confirmed that there was no presence of degraded sound abatement foam using a fitt and the associated procedure. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box d, h has been updated/corrected.

Manufacturer narrative:
The "event date" has been corrected in this report. In this report, box b has been updated/corrected.